Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd luer-lok¿ disposable syringe was blurred and/or missing. There was no report of injury or medical interventions.

Manufacturer narrative:
Sample evaluation: three loose 1ml assembled syringes with two empty packages were received by bd canaan and confirmed to be from batch #3206211 (p/n 309628). The samples were visually evaluated. Syringe #1 was found to be blank with no print at all, which is a rejectable condition. Syringe #2 was found to have light print, which is considered a yellow condition or acceptable per product specification. Syringe #3 was found to have minor rolled scale, which is considered a yellow condition or acceptable per product specification. Based on the evaluation performed the defect, as noted by the end user, can be confirmed for syringe #1. DHR review for batch 3206211 (p/n 309628): manufacturing date: 7/09/2013 to 8/11/2013. Batch quantity was 302,400. Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3206211 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause is undetermined. CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.